Manufacturer narrative:
(B)(4). Batch # r94l19. A manufacturing record evaluation was performed for the finished device lot r94l19 number, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device batch r94l19 number, and no non-conformances related to the reported complaint condition were identified additional information was requested, and the following was obtained: how were the vessels sealed? With another identical product. How was the procedure completed? Normally. Was there any bleeding? None. Did the patient receive any blood products? Nothing. Was there any change to the procedure due to the clips being malformed? No, surgery was completed successfully. Was there any patient consequence? Absolutely nothing.

Event description:
It was reported that during a nephrectomy, when the surgeon fired the device, the clips removed but they were not closed, so they did not seal the vases.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged, which suggests that the lockout mechanism was fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position.